Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the therapy electrode pads. The patient reported that her doctor provided a prescription for the irritation and that the issue could be allergy related. During a follow up, the patient reported that she had tried multiple otc products, creams and a prescription from her doctor but the rash persisted. The patient reported that her cardiologist suspected a nickel allergy. The final medical outcome of the irritation is unknown.